Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged pump error 60 and pump error 63 alarm found on november 03, 2021. The insulin pump passes the displacement test, sleep current measurement, active current measurement, and self test. Successfully utilized thus to download history/trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specifications range. Pump error 63 was confirmed on 11/03/2021 at start time 11:44:05.000 with variable number 03. Pump error 60 was confirmed on 11/03/2021 at start time 10:19:51.000 linenumber = 1431; filenumber = 31 keypad overlay was peeled and traces of keypad assembly were examined and found cracked solder joint on pin 4 and moisture damage. P-cap locks properly into the reservoir compartment. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1. The following were noted during visual inspection: faded end cap address label and pillowing keypad overlay. Pump error 63 was confirmed due to cracked solder joint on pin 4. Additionally, moisture damage confirmed on electronics. Pump error 60 was unconfirmed during functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported that display was yellow greenish. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.